Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. MDR 9618003-2019-08013 / device 5 of 8. (B)(4).

Event description:
The end user reports that the product "starter hole is off-centered". The issue was noted prior to usage of the product, no harm reported. No photograph depicting the reported complaint issue was submitted by the complainant.